Event description:
On (B)(6) 2014, a customer reported an unexpected (B)(6) antibody identification when using capture-r ready-ID on a galileo echo instrument.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test wells images. No patient sample or customer product was returned to immucor for immucor investigation. Review of batch 4406 shows that sample (B)(6) was tested with r385 and had a 1+ reaction with screen cell #2, which is homozygous positive for e. Screen cells 1 and 2 were called negative and visually appear negative. Review of batch 4407 shows that sample (B)(6) was tested with crrid 204 and was negative in all 14 cells. Visually, cells 1 and 6, which are heterozygous positive for e, appear negative. However, cell 3, which is homozygous positive for e, visually appears to be weak positive. Tss followed up with customer to advised them of the camera algorithm communication, cc-09-042-02, which states that in some instances on the echo where the instrument may generate a negative well interpretation for capture-r® ready-screen® or capture-r® ready-ID® assays and subsequent visual interpretation of those reactions are weak positive or questionable (equivocal). We are recommending that you perform a visual verification of negative reactions before final release of those well results.